Event description:
Repair statement - alleged low o2 / yellow light. Key failure - gear clamps need replaced per independent repair center statement, low o2 or yellow light. The key failure was that the tie wraps and the gear clamps were leaking.